Event description:
The user facility reported a leak over night which flooded three rooms. Each room was flooded approximately 10 feet by 10 feet. No injuries were reported. No procedures were delayed or cancelled.

Manufacturer narrative:
A steris service technician inspected the equipment and found a 90 degree factory crimped hose fitting leaking at the pre a and b filter. The gasket was cut which broke the seal and resulted in a steady leak. Prior to the event, the customer reported that there was a slight drip and that their maintenance department had tightened the fitting. The service technician repaired the processor, ran diagnostic and processing cycles and found the unit operational. The unit was returned to service. The customer was cautioned not to over-tighten the fittings, and to contact steris if small drips were observed.